Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found the primary failure of could not reproduce to be related to the customer complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the needle test. The grips opened and closed properly. After removing the plastic housing at the proximal end, no damage to the instrument was observed during the visual inspection. The instrument was fully functional. No product issue was found.